Event description:
When the doctor went to position the tubehead to the patient, the tubehead disconnected from the yoke, and the doctor caught the tubehead from falling.

Manufacturer narrative:
There was no user or patient injury with this event.a dealer service technician performed an on-site inspection of the unit. The nut assembly and retaining ring came loose over time from use, allowing the disconnection of the tubehead from the yoke. The hardware that came off was thrown away by the assistant. Due to the age of the unit, and unavailability of replacement parts, the unit has been disassembled by the dealer service technician, and taken out of service. Device evaluated by dealer service technician.